Event description:
Additional information was received that reported reprogramming was performed on 2012-(B)(6). The patient outcome was then reported as 'recovered without sequelae.' The patient had no further symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced a "bothersome neck pulling" sensation with the occipital neuroelectrode along with unwanted stimulation in the right hand. Reprogramming was performed on (B)(6) 2011. It was subsequently reported that high impedances were measured on (B)(6) 2012. However, the patient had no signs or symptoms associated with this finding. The patient outcome was reported as ongoing with no further action needed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3487a-45 lot #v279592 implanted: (B)(6) 2010 explanted: na, lead model 3487a-45 lot #v279592 implanted: (B)(6) 2010, explanted: na, lead model 3986a60 lot #n202628, extension model 3708260 (B)(4) implanted: (B)(6) 2010 explanted: na, extension model 3708260 (B)(4) implanted: (B)(6) 2010 explanted: na, extension model 3708120 (B)(4) implanted: (B)(6) 2010 explanted: na, programmer model 37743 (B)(4).